Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was inserted for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, on its removal from the body after the first use, the catheter separated or broke apart. There were no patient complications reported.